Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01105. It was reported that during routine monitoring of merlin.net it was noted that the patient received high voltage therapy and lead noise was noted. It was later found out that the patient had died. Upon investigation, vt/vf episodes recorded also annotated right ventricular oversensing. Vf detection rate set to 240bpm, which meant slower episodes fell into vt bin and the unstable manner of vf resulted in these episodes recorded as svt. No evidence of hardware failure was noted. Undersensing was noted on the discrimination channel which frequently inhibited hv therapy. Securesense most likely made an automatic switch to passive after the undersensing became severe enough for the discrimination channel to see a two second pause. While the lead integrity does not appear to be in question, lead positioning could have possibly played a role in the undersensing. Another possibility is the that the undersensing simply became more prominent as the condition of the patient¿s heart continued to deteriorate.